Event description:
It was reported during an endobronchial ultrasound the balloon fell off into the patient and had to be retrieved resulting in a prolongation of an unknown duration. There were no reports of patient harm.